Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Insulin pump did not successfully complete steps in displacement. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Device returned with pump error 54, 43, and 3 on 01-feb-2022. Device's history and trace files downloaded successfully using thus software. Device passed rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement test. No pump error 54, 43 and 3 alarms noted during testing. Pump error 54 was present in insulin pump history/trace files on event date of 02/01/2022 at 3:15 pm. Esf #: (B)(4). (B)(4). Pump error 3 was present in insulin pump history/trace files on event date of 02/01/2022 at 3:15pm. Pump error 43 was confirmed in pump history/ trace files on 02/01/2022 at 3:15pm. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly, motor or force sensor. Also during visual inspection there is no corrosion damage on the motor, and there was no loose or disconnected motor flex connector noted on j5 at pcba1. The motor was tested outside of the device and passed. Test p-cap/reservoir locks properly into place. During visual inspection, the following were noted: scratched case, and pillowing keypad overlay. Pump error 54 confirmed on event date of 01-feb-2022 at 3:15pm ((B)(4)) and pump error 3 confirmed on event date as well to a software anomaly esf#: (B)(4). Pump error 43 alarm confirmed in software history on 02/01/2022 at 3:15pm isolated to the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.